Manufacturer narrative:
Onsite investigation was preformed and the field representative was unable to replicate the issue as the navigation system was fully functional without any issues upon testing. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a cranial resection procedure, they entered the registration screen and the system displayed 'localizer not connected', they restarted the software without resolution. Powering off the whole system including the rack and niu and turning them back on resolved the issue. There was no impact on patient outcome. There was no reported delay to the procedure due to this issue.